Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the abutment loosened.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported abutment was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The reported product was located on an unknown tooth site and used for an unknown period of time prior to the event. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the 1677 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the custom ucla abutment loosened ¿ had to cut off crown and removed screw/abutment. The reported complaint could not be verified with the information provided and without return of the product. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer h6: evaluation codes

Event description:
No further event information is available at the time of this report.